Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided: date of event - unknown; brand name - unknown bi-metric stems; device product code - unknown; device info- unknown; date implanted - unknown; date explanted - unknown. (B)(6). (B)(4). The 510k number - unknown . Manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "cemented versus uncemented arthroplasty in patients with a displaced fracture of the femoral neck," which aimed to evaluate compare functional and radiological outcomes between modern cemented and uncemented hydroxyapatite coated stems one year postoperatively in patients treated surgically for a fracture of the femoral neck. The study consisted of one-hundred-forty-one (141) patients, all over the age of sixty-five (65) years. Sixty-seven (67) patients were treated with a cemented exeter femoral stem and seventy-four (74) were treated with uncemented bi-metric femoral stems. Patient follow-up occurred at four (4) and twelve (12) months. The journal article noted the following: in patients treated with uncemented stems: nine (9) patients experienced intraoperative femoral fractures. Four (4) patients experienced intraoperative fractures of the tip of the greater trochanter. One (1) patient was revised due to infection. One (1) patient experienced myocardial infarction. One (1) patient experienced cardiac failure. One (1) patient experienced renal failure. In patients treated with cemented stems: four (4) patients experienced intraoperative fractures of the tip of the greater trochanter. One (1) patient was revised due to dislocation. Four (4) patients experienced superficial wound infections. One (1) patient expired within 24 hours post operatively. The authors of the article conclude that uncemented hydroxyapatite coated stems are not preferred for the treatment of displaced fractures of the femoral neck in the elderly.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a journal article titled, ¿cemented versus uncemented arthroplasty in patients with a displaced fracture of the femoral neck,¿ which aimed compare the functional and radiological outcomes of an uncemented hydroxyapatite-coated stem with a cemented stem, in patients undergoing surgery for a displaced fracture of the femoral neck. Four patients identified in the article expired within four months of initial total hip arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a journal article titled, "cemented versus uncemented arthroplasty in patients with a displaced fracture of the femoral neck," which aimed to evaluate compare functional and radiological outcomes between modern cemented and uncemented hydroxyapatite coated stems one year postoperatively in patients treated surgically for a fracture of the femoral neck. The study consisted of one-hundred-forty-one (141) patients, all over the age of sixty-five (65) years. Sixty-seven (67) patients were treated with a cemented exeter femoral stem and seventy-four (74) were treated with uncemented bi-metric femoral stems. Patient follow-up occurred at four (4) and twelve (12) months. The journal article noted the following: in patients treated with uncemented stems: nine (9) patients experienced intraoperative femoral fractures. Four (4) patients experienced intraoperative fractures of the tip of the greater trochanter. One (1) patient was revised due to infection. One (1) patient experienced myocardial infarction. One (1) patient experienced cardiac failure. One (1) patient experienced renal failure. In patients treated with cemented stems: four (4) patients experienced intraoperative fractures of the tip of the greater trochanter. One (1) patient was revised due to dislocation. Four (4) patients experienced superficial wound infections. One (1) patient expired within 2 hours post operation due to cardiac failure. Patient suffered from acute hypotension during the cementation of the femoral stem. The authors of the article conclude that uncemented hydroxyapatite coated stems are not preferred for the treatment of displaced fractures of the femoral neck in the elderly.